Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: was the staple formation issue proximal to distal or from left to right? Please describe the malformed staples. Is a photo or video available? Please describe what was done to address the issue intra-operatively. Was there any additional surgery or medical intervention required? What is meant by ¿reoperation by filtration¿?

Manufacturer narrative:
(B)(4). Additional information: was the staple formation issue proximal to distal or from left to right?: malformation of the proximal to distal staple. Please describe the malformed staples.: some staples were not formed. Others ones were formed incomplete. Aside if the others did not please describe what was done to address the issue intra-operatively. Hand sewn points were put, surgeon could not put another cartridge in the same place, for esophageal stenosis. Was there any additional surgery or medical intervention required?:not yet. The patient has a fistula, surgeon considers it was due to failure of the grape. And may have to operate again to close it. What is meant by reoperation by filtration? It was an error in the initial report.

Event description:
It was reported that during a diverticulum resection procedure, when the surgeon made the first shot in the esophagus, the staple opened and staple line was incomplete; this stapled only the middle (and staple was malformed), and in the other middle only cut. Another like reload was used to complete the procedure. Affiliate noted increased surgical time of thirty minutes, changes in the surgical plan proposed to the patient and reoperation by filtration. One reload was discarded.